Event description:
Pt was using a pen needle to inject insulin. At time of pulling out the injection, the needle broke off in her abdomen. She noticed the needle in her abdomen and went to the e.r. Where an x-ray was taken. X-ray showed a metal spot and she was recommended to see her pcp and was given keflex, 2.5 mg. She informed the e.r. Doctor she already had an appointment scheduled with her endocrinologist and would inform him of the situation. She saw her endocrinologist on (B)(6) 2012 and was referred to south texas radiology center. Pt was seen by radiologist also on (B)(6) 2012 but could not remember where the needle was in her abdomen. The radiologist took several x-ray pictures and requested her to keep watching the area. Pt says she is heavy set and it was difficult to pin point where the needle was. Pt sent a letter on (B)(6) 2012 informing us that she had not been able to get us all the information sooner as she was recovering from gastric bypass surgery and as a result would be able to focus on her abdomen due to weight loss. We have received no further correspondence from the pt. (B)(4).